Event description:
It was reported the pt began experiencing inadequate pain relief from the intrathecal drug delivery pump. The drug used in the pump was hydromorphone 5.0 mg/ml at a dose of 0.4998 mg/day. The pt underwent surgery to replace the catheter. Operative notes indicated the pump was flipping inside the pocket numerous times. The catheter was broken at the 56 cm marker due to the flipping of the pump which resulted in kinking of the catheter. The catheter was explanted and replaced. The pt recovered without sequela. At the next follow up visit, the pt reported "the pain pump is helping now."